Event description:
The caller reported that they are getting a shock equipment malfunction and are unable to run an opcheck. There was no pt involvement reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.